Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction d3 and g1: the manufacturing site was updated. Correction g8: the MFR report number should have been (B)(4).

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03652. It was reported the patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 during which both of the existing leads were repositioned to their original location to address the issue. Therapy was restored.